Event description:
It was reported to the aci sales professional on 08/06/10 that a thin, female patient underwent a diagnostic coronary catheterization procedure on (B)(6)2010. It was reported that the femoral angiogram pre mynx procedure revealed a "smaller" vessel (exact size unknown). Following the procedure, mynx was used for femoral arterial closure. The device was deployed and there was some bleeding reported at that point. Pressure was held for 5 min. Hemostasis was achieved and the patient was transferred to the floor. While on the floor shortly post procedure, the patient complained of numbness, pain and a cold right leg. A vascular surgeon (vs) was consulted and later that afternoon, the patient underwent surgery where an open thrombectomy was performed. The vs removed clot and what he assessed to be sealant in the sfa and profunda. The patient tolerated the surgery well. Additionally, the patient was already scheduled for a coronary artery bypass graft procedure (CABG) which was performed on (B)(6)2010. At the time of this report, the patient remained hospitalized. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and with no returned device for physical investigation, the cause of the reported sealant misdeployment could not be conclusively determined. It was reported that a femoral angiogram revealed a small vessel. Per the mynx instructions for use, the safety and effectiveness of mynx have not been established in patients with small common femoral artery (<5 mm in diameter). In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. It was reported that hemostasis was successfully achieved with the mynx device. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.